Event description:
The customer stated that bhcg results came out very high on one patient run in their ericsel analyzer. The sample was then run diluted 1:10 on the axsym analyzer with a result of 104 il/l generated. The sample was repeated using a 1:200 dilution on the axsym analyzer and results of 169,870 iu/l and 171,700 iu/l were generated. The result from the 1:10 dilution was not reported.